Event description:
It was reported that the patient had experienced a strong chest pain. The patient presented in clinic for noise oversensing and fracture noted on their right ventricular (rv) lead. The rv lead was capped on 18 mar 2026 and successfully replaced. The patient remained stable throughout.